Event description:
International customer reported that a pt presented with swelling and suture spitting between six and twelve weeks following an orthopedic procedure. Surgeon opines an allergic reaction. No further info was provided.

Manufacturer narrative:
Date sent to the FDA: 04/03/2008. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.